Event description:
It was reported that the user, newly started on the ilet, experienced prolonged hyperglycemia after an unannounced dinner and subsequently a hypoglycemic event, with the user noting they selected a meal type but did not complete the swipe to deliver the meal announcement, treatment for the low included hot cocoa and glucose tablets. Symptoms included low blood glucose to 47 mg/dl and high blood glucose 338 mg/dl. Outcomes included self-treatment without hospitalization. Investigation included review of device data and user report, along with troubleshooting and user education on correct meal announcement workflow. Investigation of this case revealed that the device delivered correction doses in response to extended hyperglycemia, and insulin stacking contributed to the later low, with the underlying issue identified as a missed meal announcement and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that user operation error related to missed meal announcement was the cause.